Manufacturer narrative:
The chair was returned and evaluated by engineering with the following evaluation results: observations: hydraulic cover was damaged - hole melted in cover. Printed circuit board had damage from overheating around the seat motor drive. Insulation was damaged from overheating on seat run capacitor wires. Insulation was damaged from overheating on seat motor wires. F1 fuse is blown. Seat back was positioned much further back than it should be. Back linkage guides were coming out of the track. Tie bar was tight against seat casting. Since the back was in the reclined position beyond where it should he stopped, I removed the limit switch cover on the seat back motor and found the limit switch was not properly positioned. This would allow the back to go further than it should in normal operation and allow the motor to try to keep running even after it hit the mechanical stop. Engineering evaluation: the actual chain of events that caused this chair failure cannot be stated with certainty. The fact that the seat motor's limit switches are not properly set and the motor is jammed against mechanical stop make that the likely cause of overheating. This could put excess load causing components to get hotter than normal. In the normal operating mode the motor will only run as long as the operator is holding down the switch (footswitch or touchpad). It does not seem likely that an operator would continue to hold down the switch for very long after the motor hits the stop. The motor driver circuits are protected by thermal overload devices in the motor and overcurrent fuse protection on the printed circuit board. If the motor runs to the mechanical stop and continues to be activated the thermal protective device in the motor should open before any damage occurs. This seems to indicate that there was a 2nd fault such as a printed circuit board failure or wiring defect in the seat motor control causing the motor circuit to overload but not short. This is supported by the areas on the printed circuit board and in the motor and capacitor wiring's level of damage. Engineering conclusion: the fault condition was stopped when the overcurrent protection fuse f1 did blow as designed to shut down power to the chair. The design of the chair's electrical compartment is in accordance to iec 60601-1 requirements. Therefore the printed circuit board material is fire resistant fr4 material (self-extinguishing). The cover for the electrical enclosure is rated ul94-v0. There is very little in the electrical compartment of the chair that can burn. This was an electrical overload condition that scorched the printed circuit board and some of its components, melted some insulation on the wires. The wires were apparently close enough to the cover to melt a small hole in the cover. There was very little material consumed in the event. This concludes the evaluation.

Event description:
It was reported that the chair printed circuit board caught on fire. There were no injuries reported.